Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and five months following the implant of a transcatheter aortic valve, the patient presented for a scheduled percutaneous coronary intervention due to worsening heart failure symptoms, and the bioprosthetic valve was found to have aortic stenosis and severe central aortic regurgitation. The patient was hospitalized. Treatment including a non-medtronic valve-in-valve implant was planned.